Manufacturer narrative:
Corrected data: b5- "the reporter indicated the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -12.0/+2.0/93 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. The patient experienced an excessive vault. On (B)(6) 2022 the lens was exchanged for a shorter length and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -12.0/+2.0/095 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a shorter length lens due to excessive vault. This resolved the problem. Cause of event reported as unknown.